Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integratino of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant was placed on 5-22-97 in site #19 (class iii bone) during a complex procedure due to difficult access. At the time of implant failure the pt experienced implant mobility. The clinician reports that at the time of implant failure, a small piece of necrotized bone came out at the same time as the implant. The implant was removed on 6-25-97.